Event description:
On 7/29/77 an ipp device was implanted. On 5/29/79 the cylinders and reservoir were revised. On 11/24/80 the reservoir was revised. On 12/15/80 the cylinders were revised. The cylinders and pump were revised, date not indicated. On 1/10/97 the cylinders and pump were removed from the pt due to erosion, the reservoir was left in place.